Event description:
Related manufacturer report number: 2017865-2024-01637. It was reported that the patient presented for elective replacement. During the procedure, the right ventricular (rv) lead was stuck to the header of the pacemaker. The rv lead was cut and capped. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event was failure to remove from header. A partial lead (only connector portion) was received for analysis. Unable to perform lead insertion/removal test to the device due to the condition of the lead as received. Electrical testing and visual inspection of the partial lead were normal with no anomalies found except for procedural damage.